Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high rv coil impedance. A few weeks later another alert was triggered for high superior vena cava (svc) coil impedance. Fluctuated impedance measurements were observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 559445 lead, implanted (B)(6) 2010. (B)(4).